Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the image from the 0 degree endoscope was mirrored from time to time. The system motion was opposite. The site solved the issue by replacing the endoscope. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up on 4-oct-2021 and obtained the following additional information: the endoscope serial number is (B)(4), version (B)(4). The endoscope will not be returned for investigation. There was no patient information available due to spanish healthcare rules.

Manufacturer narrative:
The isi field service engineer (fse) followed up with the clinical sales representative (csr). The csr had tested the endoscope and there were reportedly no issues in the following surgeries. No site visit was conducted. The system was working properly and no additional action was required. As a result, the endoscope will not be returned for investigation. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the log for the endoscope (pn 470026-64 /sn (B)(4)) associated with this event was performed. Per instrument logs, the endoscope was last used on (B)(6) 2021 on system (B)(4). The endoscope had 1985 uses remaining. A review of the system logs for system (B)(4) on the reported event date of (B)(6) 2021 was attempted; however, the system logs were unavailable on this date as the system was not connected to onsite. As a result, it cannot be verified if the endoscope was used on the reported event date. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion with no evidence or claim of user mishandling or misuse. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.